Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 22 mg/dl back to back with a result of 190 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.